Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the attachment device overheated after a few minutes of use. According to the reporter, the surgeon could not hold the device. It was not reported if there were and delays to the surgical procedure. A spare device was available for use and the surgery was completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: the contact¿s name or phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device return date was documented as jun 19, 2015 in the initial report. The device return date has been updated as jul 16, 2015. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. An assessment was performed on the device which determined the unit meets all manufacturers¿ functional specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The product brand name was documented as 8cm angle attachment in the initial report. The product brand name has been updated to 8 cm short, qd angle attachment. Product code: the product catalog number and product code were documented as qd8 in the initial report. The product brand name and product code have been updated to qd8-g1. The 510k number was documented as (B)(4) in the initial report. The 510k number has been updated to (B)(4) to reflect the change. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.